Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead was exhibiting high impedance and noise due to a possible fracture. The svc portion was programmed off until the lead could be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis further indicated a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). An out-of-tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Svc defibrillation impedance rose from 71 ohms (B)(6) 2014 to greater than 250 ohms on (B)(6) 2014. There are 2 ventricular fibrillation (vf) events of less than 220 ms cycle length recorded on (B)(6) 2014. Geo event description: it was reported that intermittent high svc coil impedance values were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.